Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she had no delivery alarm. Customer's blood glucose was 347 mg/dl. The customer reported the alarm was resolved by a complete set change. The customer would like to return the set and reservoir for analysis. The customer reports the alarm occurred during manual prime. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer return the product based on her request.